Event description:
It was reported that a pt underwent a kyphoplasty procedure at level l4. Reportedly, the pt was allergic to barium so gadolinium was utilized as a contrast agent. It was also noted that an antibiotic, "angenomycein" was added to the cement due to the pt allergic to sulfa. No adverse event to pt outcome was reported. No additional info was reported.

Manufacturer narrative:
Method - device not returned, followed up with company rep.